Manufacturer narrative:
Vyaire medical file identification: (B)(4). Manufacturer evaluation: the suspect device was not returned for further evaluation. Therefore, root cause was not determined. The customer was advised that it could be the main board or the display itself; however, if the vent sounds like it boots up normally and continues to ventilate, it is most likely the display and not the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has a white screen. Furthermore, there was no patient associated with the reported event.